Event description:
Information received indicates the nurse call is not working.

Manufacturer narrative:
The technician replaced the communication cable and the left siderail cable to repair the bed.